Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified brown encapsulation, broken shell, fold creases, and around 0-25% of the shell missing. Microscopic analysis was performed and identified a smooth curved opening in a crease, curved openings with striated edges, nicks with striations, and broken shell with striated edge assessed as surgical damage. Weight measurement of the device identified device was underweight. Based on the device analysis the final assessment was a smooth crease opening assessed as fold flaw opening, curved striated openings assessed as surgical damage, broken shell with striated edge assessed as surgical damage, and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant defect." Device has been explanted.